Event description:
It was reported there was an overdischarge suspected. It was stated the patient was in an overdischarged state for over a year. It was also stated the day prior to report the caller met with the patient and three physician mode recharges pmrs were performed and got a normal charging screen, but no coupling bars. It was noted the recharger was moved '50+ times.' No symptoms were reported. If additional information is received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger; product ID 3487a-45, lot# v341203, implanted: (B)(6) 2010, product type lead; product ID 3487a-45, lot# v527691, implanted: (B)(6) 2010, product type lead; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).